Manufacturer narrative:
A ge representative evaluated the system and reset the cmos, reformatted the hard drive and cine drive, and reloaded software. System operates as intended.

Event description:
Customer reported the system is displaying images that are all white with no contrast. No patient injury was reported.